Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit had a defective touch screen. It was unresponsive. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval?, return to manufacture date), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10 a getinge field service engineer evaluated the issue discovered as part of daily checks. Users identified the touchscreen as unresponsive as part of daily checks. Touchscreen, post cleaning, would be responsive; however, when warmed up, it would become unresponsive again. Touchscreen calibration also failed to address responsiveness. Unable to replicate user complaints. Observed touchscreen sluggish response after being left turned on for a while, post cleaning and calibration. Identified several code 63 lines logged for unresponsive touchscreens, correlating with user complaints. Logs are attached for reference. Replaced suspect touchscreen, and successfully obtained a responsive touchscreen. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. The failure analysis and testing dept. Received touch screen a with a reported unit failure of defective touch screen, touch screen unresponsive. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed touch screen into the monitor of the cardiosave test fixture and tested the display to factory specifications and the cardiosave service manual . The fat dept. Performed the touch screen calibration. The fat dept. Could not verify the complaint of a defective touch screen and being unresponsive. The touch screen responded to touch with no problem found. The touch screen passed testing. Retaining the touch screen in the failure analysis and testing department . The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.